Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was done under general anesthesia and fiducial markers were administered transperineally. The spaceoar vue placement looked to have been injected into the prostate or between the prostate and the denonvilliers fascia near the right apex of the prostate. Images were reviewed and confirmed that there was gel misplacement. It appeared as though there was still a fair amount of gel present in the intended location of perirectal space. There was no patient complication reported as a result of this event. The patient will receive conventional hyperfraction of 79.2 gy of external beam radiation (ebrt).